Event description:
It was reported that pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving pump connected to working wall outlet for at least 30 minutes, then tried a different wall adapter without success, and finally resolved issue by using different charging cable, after which pump began charging without shutdown or loss of function, and technical support arranged shipment of replacement charging cable and provided guidance regarding use of non-tandem charging supplies.